Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter.

Event description:
It was reported that a lead integrity alert triggered on the right ventricular lead for non-sustained ventricular tachycardia episodes and short v-v intervals. The lead remains in use. No patient complications have been reported as a result of this event.